Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with scale marking error. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other, d.8. Device single use?: no, h.3. Device returned to manufacture: yes. Investigation summary: customer returned (48) 3/10cc, 8mm, 31g syringes (18 loose, 30 in sealed poly bags) from lot # 7044897. Customer states that the 0 line of the syringe is a few units up the syringe and not located in the correct spot. All returned syringes were tested using the plug gauge and 15 out of 18 loose samples as well as 22 out of 30 samples in the sealed poly bags exhibited the 5 unit marking to fall out of specifications. Samples were forwarded to manufacturing (holdrege) on 03aug2018 for further review. On 07aug2018, holdrege received forty-eight (48) 0.3ml, 8mm, 31g syringes (18 loose, 30 in sealed poly bags) from batch# 7044897. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, all samples noted to have failed the plug gauge during initial investigation performed at bd franklin lakes were re-tested. Of those that failed, the six (6) greatest out-of-specification findings from the plug gauge test were tested for volumetric accuracy. All samples passed this evaluation with no out-of-specification findings at this time. Additionally, five (5) of the noted samples to have failed plug gauge testing in franklin lakes were noted to be within specification when tested at holdrege. Testing of samples via plug gauge is meant to be a gate-check test method, meaning that the tolerance for the plug gauge is much tighter (narrower window of acceptable results) than is the testing by volumetric analysis. Therefore, although samples may fail the plug gauge slightly, they generally pass volumetrics. Due to this fact, a failed plug gauge test does not correlate to rejectable product. A review of the device history record was completed for batch #7044897. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were four (4) notifications (B)(4) noted that did not pertain to the complaint. There were three notifications (B)(4) noted for high zero lines. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale misaligned on lot # 7044897. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd insulin syringe with bd ultra-fine¿ needle there was an issue with scale marking error. There was no report of injury or further medical intervention.